Manufacturer narrative:
(B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary knee surgery, the tibial articular surface inserter did not properly insert the articular surface. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further assessment, no serious injury has occurred and this malfunction has no history of causing a serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.